Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, air bubbles were confirmed in the iol after implanting. Additional information received and stated that, there was no problem to the patient and to the visual acuity.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, there was an air bubble in front of the iol inserted in right eye cataract surgery, attempted to remove it with ia, but could not.

Manufacturer narrative:
Video shows iol (intraocular lens) implantation with company device. The device preparation for the implantation is not provided in the video. Nozzle comes is the picture with the lens advanced at the pause location. The lens appears to be in acceptable position for implantation. When the lens is implanted a mark is visible over the optic area nearer to the trailing part of the iol. Based on our observation of the attached photo, a mark is observed over the iol optic. Without the evaluation of the physical product , no determination can be made what type of mark is observed and the origin of it. The manufacturer internal reference number is: (B)(4).